Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 4 states, "loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, excessive activity." Number 8 states, "dislocation and subluxation due to inadequate fixation and improper positioning" number 11 states, "wear and/or deformation of articulating surfaces." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 2 of 2 MDR's filed for the same event (reference 1825034-2014-06107 and 04807).

Event description:
It was reported patient underwent a total right hip arthroplasty on (B)(6) 2007. Subsequently, a revision procedure was performed on (B)(6) 2014 due to a malpositioned cup. The modular head and acetabular cup were removed and replaced with a biomet head and a competitor cup and liner. Additional information received in operative report noted patient was revised on (B)(6) 2014 due to metallosis, destruction of the abductor muscles, recurrent dislocation, and major bone loss of the pelvis. Operative report further noted metallosis fluid and debris, black granuloma underneath the facia, lysis around the acetabular component, wear of the liner, and lysis of the trochanter during the procedure.